Event description:
As reported by the user facility information by bbm sales organization in singapore: "surgeon claimed pump inaccurate." "B.braun received a message from gerard (bme manager from gleneagles hospital) on the (B)(6) 2022, 9.30am and attended the case on-site on the (B)(6) 2022, 11.00am. B.braun staff met with gleneagles hospital ICU sister-in-charge sister tung with bme manager gerard and were informed that the patient primary physician feel that the pumps were not accurate. B.braun staff received (B)(4) pumps - article no. 8713030 in total. Downloaded device histories were analyzed with sister tung. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing noradrenaline (2mg diluted in 50mls) based on matching hospital chartings, suspicions agreed by sister tung. (Prescribed range dose of 0.01 - 3 mcg/kg/min). Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing adrenaline (2mg diluted in 50mls) based on matching hospital chartings, suspicions agreed by sister tung. (Prescribed range dose of 0.01 - 0.5 mcg/kg/min). Article no, 8713030 sn (B)(4), was using drug library midazolam based on device history. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing morphine based on matching hospital chartings, suspicions agreed by sister tung. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing gtn based on matching hospital chartings, suspicions agreed by sister tung. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing kcl based on matching hospital chartings, suspicions agreed by sister tung. Article no. 8713030 sn (B)(4) was not using drug library but suspected to be infusing propofol 1% based on matching hospital chartings, suspicions agreed by sister tung. Article no. 8713030 sn (B)(4) last use was on (B)(6) 2022. No abnormalities were discovered, device histories match with hospital's records. Hospital bme (mr au) checked and claimed that the pumps were within specifications. According to sister tung report, patient was pronounced dead on the (B)(6) 2022, 10.10pm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. It was not using drug library. On the day of occurrence, several infusion could be found with a low infusion rate. No other abnormalities were found. A visual inspection was performed. No visible damage are to located. A functional test was performed. The device passed the self test. A terumo 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,64%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The strain gauge pressure measurement and the motor power limitation was checked according to the requirements of the technical safety check. The device met the required values and standards. All measured values were within our specification. A long-term test about 24h was performed. A infusion was started with a terumo 50ml syringe. During this long-term test, no malfunction could be detected. The device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage were found inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.